Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile/capacitor voltage faults, code 102) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open c19 capacitor on the defibrillation board pca. The root cause for the open capacitor could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
On 05/04/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 04/25/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient experienced discharge profile faults and capacitor voltage faults.